Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24099. It was reported that the right ventricular (rv) lead exhibited loss of capture and the atrial lead exhibited noise. A temporary pacemaker was placed to address to the issue; no further changes or intervention was reported. The patient condition was stable before, during, and after.